Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2012 device evaluation:the pump has been returned and evaluated by product analysis on 08/08/2012with the following findings:the keypad was found to be intact. The contrast and down arrow keypad buttons were found to be intermittently responsive to button presses. The other keypad buttons were found to be responsive to button presses. The keypad cover was removed; contamination was found under the key contacts.